Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open low anterior resection, deployed staples on the anus side were unformed when the device was used on the rectum at the second firing. Then, the site was cut with an endo gia (covidien) but the site was not cut properly since the deployed staples of the cs40g were left. After that, although the remaining tissue was approximately 5mm from the anus, the site tried to be anastomosed with a cdh. As the anterior wall was not stapled properly, the operation was eventually converted to a miles operation. The cs40g functioned properly at the 1st firing on the colon. The operation started from 10 o¿clock and ended at 18 o¿clock though the operation had been scheduled to end at 15 o¿clock. There had been a possibility that the operation would be changed to a miles operation before the surgery since the target tissue position was super low. The doctor commented that the target tissue was not thick and there was no tension while firing. The patient is male and 66 years old. As of now, the patient¿s condition is stable.

Manufacturer narrative:
(B)(4). Additional information: batch # m5277p. Additional information received: how many firings were used to make the transection? No information. Was the tissue evenly loaded in the device? No information. What was the formation of the unformed staples? No information. Has the patient undergone any radiation or chemo therapy? No information. The analysis results showed that the cs40g device was received in good visual condition and with one reload loaded on the device. The reload was received fully fired, with the washer cut, and with the anvil and washer detached. In addition another cartridge was received fully fired with the washer cut, and with the anvil and washer detached. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.